Event description:
During a scheduled re-intervention for right ventricular lead revision, the physician observed scratches on the can of the subject device. Some of theses scratches were reportedly made by herself during device explanation, while other were not. The physician believes that these scratches were made at the initial implantation of the device in 2017 by another implanter. For safety reason, she decided to replace the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a scheduled re-intervention for right ventricular lead revision, the physician observed scratches on the can of the subject device. Some of theses scratches were reportedly made by herself during device explanation, while other were not. The physician believes that these scratches were made at the initial implantation of the device in 2017 by another implanter. For safety reason, she decided to replace the device.